Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via telephone call. Upon investigation, it was reported that the transmitter power light was not on. Further notification noted that the green strip inside the power adapter was burnt. The transmitter was unable to turn on after disconnecting and reconnecting the prongs back to the power adapter. The cause of the problem was determined to be a damaged power adapter. The device was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.